Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
On (B)(6) 2026, the patient reported of needle got stuck inside body after 1 day when trying to remove set and the patient was given a medical treatment while admitted to the hospital due to material degradation and the patient was administered insulin via pump.